Event description:
Report received of tubing set "coming apart" at the y-site. The incident occurred at an outpt surgical center. It was reported that there was pt involvement, but no adverse pt event/effect. Although attempts were made to obtain add'l info, none has become available.

Event description:
Additional new info received. The pt was receiving lactated ringers via a peripheral IV access. The clinician went in to assess the pt and found that the "tubing had pulled away from the y-site." There was an unspecified amount of bleed back noted in the tubing. The IV fluids were discontinued. There was no reported pt harm or adverse pt effect. Although requested, no additional info as provided.